Manufacturer narrative:
On 29may2024, the field service engineer (fse) went to the customer site and found that the replacement touchscreen needed to be ordered. The order was made, and further onsite service is pending the delivery of the replacement part.

Manufacturer narrative:
On 04jun2024, the field service engineer (fse) visited the customer site again. The fse replaced the touchscreen and then completed a touchscreen calibration as directed by the performance verification test. All testing passed, and the device was returned to use.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen would not calibrate. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported.